Manufacturer narrative:
A 5x40mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion in the superficial femoral artery (sfa), but it ruptured due to calcification in the lesion. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 %, chronic total occlusion (cto). There were no anomalies confirmed at taking those products out from the pouches and during preparation. The preparation was done as usual. The patient¿s information was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17292414 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcification and 100% stenosis/cto) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion updated due to additional information: a 5x40mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion in the superficial femoral artery (sfa), but it ruptured due to calcification in the lesion. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 %, chronic total occlusion (cto). There were no anomalies confirmed at taking the product out from the pouch and during preparation. The preparation was done as usual. The patient¿s information was unknown. A non-cordis guidewire was inserted but the distal tip was damaged before crossing the lesion. The brand of contrast was omnipaque with a competitor¿s indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was removed without any resistance. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17292414 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcification and 100% stenosis/cto) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received that the brand of contrast was omnipaque with an encore indeflator (boston scientific). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was removed without any resistance. The complaint device has been discarded due to infectious diseases. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5mm 4cm 155 saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion in the superficial femoral artery, but it ruptured due to calcification in the lesion. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The products will not be returned for analysis. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). There were no anomalies confirmed at taking those products out from the pouches and during preparation. The preparation was done as usual. The patient¿s information was unknown. A chevalier pl-x (polo product) was inserted at the beginning of the procedure but the distal tip was damaged before crossing the lesion.